Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 439 mg/dl. The drive support cap appeared normal. The customer had received a no delivery alarm. She reported that she changed the set, and then the blood glucose started to come down. The customer also reported that she noticed on two occasions that the infusion set cannula was bent. The infusion sets will be replaced.